Manufacturer narrative:
No illuminator was returned for evaluation for the report of suspected phototoxicity; therefore, the condition of the product could not be verified. No illuminator lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an illuminator sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. All light pipe products are 100% visual inspected and light tested during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that phototoxicity is suspected in a patient, right eye. Postoperatively, on imaging, deterioration of the macula was found and a decrease in visual acuity was noted. The patient is taking an unknown epileptic medication. It is suspected that the phototoxicity is due the use of the unknown epileptic medication used in combination with a light source during multiple retinal surgeries. Additional information has been requested.